Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received 2 unsuccessful hv therapies and a third was charging when the patient spontaneously converted back to sinus. It was also noted that high threshold was observed on the atrial lead. Programming changes were recommended. Patient was stable after the event.